Event description:
This is a report of a patient who passed away coincident with therapy for peritoneal dialysis. The cause of death is unknown. It is unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of the service history revealed no previous service events that would cause or contribute to the reported problem. The cause of the reported death could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis. The device event log was reviewed. There were no system errors, anomalies or hardware device failures that could have caused or contributed to the reported problem. However one instance of iipv was recorded in the therapy log, occurring one month prior to the return of the device. The device was tested and passed both the homechoice return instrument test / evaluation (rite) functional test and the rite electrical test. The device was determined to meet specification requirements per rite testing. External and internal inspection was performed and revealed no problems. The cycler remote toolbox (crt) was used to analyze the device pneumatic system. Crt revealed no leak and all pressures were correct and stable. Device passed seal, purge and wet disposable integrity test, and successfully completed a short simulated therapy. The pal analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported issue. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.